Event description:
It was reported that the insulin pump alarmed no delivery during bolus procedure. The blood glucose reading was 398 mg/dl around one hour after an infusion set change. The customer stated that his whole bolus may not have been delivered. He treated with the insulin pump and reported that he felt good. A bent infusion set cannula was observed, and the issue was resolved by a complete infusion set change. The customer was unable to troubleshoot because everything worked correctly after the set change. He declined to return the infusion set and reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.